Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed to login due to database error. A technical support specialist (tss) performed work on the station database per knowledge article (ka) how-to-recover / repair a corrupted dsclientoltp database and resolved the database error. No transactions were missing, full synchronization was achieved after the repair, and the data sync was confirmed up to date. The customer reported a data retrieval error and mentioned that they had attempted to reboot the station several times, but the issue persisted. A technician was requested to come onsite to troubleshoot. The corrupt database was rebuilt by cst, and the issue was resolved. Another cst was called in and reported a health site viewer error, which was confirmed not to be a pyxis issue. The work order was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user indicated that a claim failed when attempted to log in to the cfn admin, displayed an error message related to unexpected data accuracy. As a result of this error, the user was unable to log in to the pyxis station. However, there were no delays or adverse events or injuries reported based on this event.